Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a navigation ring issue. It is currently unknown if the ventilator was being used on a patient at the time of the reported event.

Manufacturer narrative:
G4: 20apr2020, b4: 01may2020. Additional information was received that the customer identified the problem during preventive maintenance and there was no patient involvement. The field service engineer (fse) confirmed that the navigation ring was not working. The fse also confirmed that the touchscreen was functioning as intended and the navigation ring malfunction did not cause settings or parameters to be accepted without the user's input. Based on this information this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.